Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the issue was resolved after the instrument replacement. The system was verified and ready to use. A follow-up MDR will be submitted if additional information is obtained. Intuitive did not receive the instrument involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, customer contacted technical service engineer (tse) and stated the customer had a non-responsive 8mm vessel sealer extend (vse) in arm 4 grasped on tissue. The customer was unable to open the jaws on the instrument using the slider. The customer rebooted the system before calling in and was able to release the instrument. The customer replaced the instrument and continued with the procedure. Tse was unable to view logs due to reboot. The procedure was completing as planned with no reported injury.